Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she has been experiencing issues with the tape sticking to the inserter. Customer does not recall any significant events leading to the error. Customer's blood glucose was over 500 mg/dl at the time of incident. Troubleshooting was done for sensor issues and customer was advised on proper cleaning technique for the serter as debris was found on the serter. The customer was advised that the sensor would be replaced and to return the product for analysis.